Manufacturer narrative:
Additional information: b5: upon follow-up, it was reported that the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized on the same day as onset and was treated with vancomycin injection (2gm per 5th day, discontinued, route and duration were not reported), meropenem injection (1gm per day, discontinued, route and duration were not reported) and heparin injection (1/2 ml per bag, intraperitoneal, discontinued, frequency and duration) for the event. Six days after hospitalization, the patient was discharged and was recovering from the event. Pd therapy was discontinued and the patient was switched to hemodialysis. Re catherization was planned for one month later. No additional information is available.